Event description:
IV pump total volume cleared. Rate set at 1cc/hr, volume to be infused set at 1cc. After 30 min pump beeped dose complete and total volume read 1cc. Pump stopped and sent to biomed.